Event description:
Pt reported, she has been experiencing hyperglycemia for the past 5 days. Pt stated, the concern started 5 days ago when the infusion device gave an occlusion alarm. Pt reported, her blood glucose level was 380 mg/dl but she changed the infusion set and for the next hours, the device seemed to work fine. Pt stated after that day, her blood glucose level was steadily elevated up to about 300 mg/dl. Pt reported, she tried to change to different types of infusion set needles, the needle position, and different batteries. Pt stated, the infusion device gave no alarms but her blood glucose level was steadily about 300 mg/dl. Pt reported, she tried to skip dinner but the blood glucose level was elevated too. Pt stated, the only way she could reduce the blood glucose level is by using the pen. Pt reported, she woke up on (B)(6) 2011 with a blood glucose level of 300 mg/dl with symptoms of coldness, stomach pain and tiredness. Pt stated, during the evening her blood glucose level was 310 mg/dl and she made a bolus but nothing happened. Pt reported, she used the pen and the value decreased quickly. Pt stated, her diabetologist recommended she call to report the concern. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.